Event description:
It was reported that the lesion was mildly tortuous, mildly calcified and had a 90% stenosis. Pre-dilatation of the lesion was performed with a 2.0 x 15mm non-abbott dilatation catheter. The 2.5 x 18mm xience v stent delivery system (sds) would not pass through the lad to treat distally. Additional predilatation was performed; however, the 2.5 x 18mm xience v sds still failed to cross. A micro-catheter was advanced for support and the same xience v sds was advanced again; however, strong resistance was met again going through to treat distally. It was confirmed at this time on angiography that the stent implant had moved on the balloon, resulting in the whole system being removed from the pt. After removal, the stent implant was found to be flared on the proximal end and had moved distally on the sds balloon. No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.